Event description:
It was reported that a participant in the ilet experience study experienced hypoglycemia, with a self-reported blood glucose nadir of 58 mg/dl, and no alerts or alarms were reported. Symptoms included hypoglycemia. Outcomes included no reported long-term or serious sequelae. Investigation included a review of available case details with plans to obtain additional information from the participant. Investigation of this case revealed that the cause of the hypoglycemic event could not be determined based on the information provided, and no device malfunction or specific component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.